Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the k-wire device would either slip or would be hard to insert at times into the quick coupling device. There were no delays in the surgical procedure. A spare device was used to complete the procedure successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device cannot grip the k-wire at the lowest setting was confirmed however, the reported condition of k-wire ¿hard to insert¿ was not confirmed. It was further determined that internal sub-assembly components were corroded (guide sleeve, stop ring complete, and clamps). The assignable root cause was determined to be due to improper cleaning which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.